Event description:
Pt was found on the floor by the bed pulseless and apneic. Resuscitation was attempted but was unsuccessful. The provisional autopsy result was "hypotensive cardiomyopathy". Although it is not felt that the fall from the bed actively contributed to the pt's death, it is felt that safety was severely compromised by the structural failure of the bed.